Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4). The reported device is labeled for single use. The device was reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunctioned event which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. Patient information was not confirmed for the event.